Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Device manufacturer date unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided.

Event description:
It was reported that the patient had numbness since implant had been placed. The implant was subsequently removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified signs of use but no apparent signs of malfunction. The device could not be functionally tested for the reported event (medical: other - numbness). However, dimensional analysis has confirmed that the product was within specification when it left zimvie. No pre-existing conditions were noted on the product experience report (per). The reported device had been placed on tooth #27 for approximately 1 & 1/2 month. No x-ray or picture was provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported that the patient had numbness since implant had been placed. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'.

Event description:
No further event information is available at the time of this report.